Event description:
The user reported that a smartsite was attached to a PICC line and when they tried to access it with a bd 10 ml luer slip syringe, the syringe bounced back, resulting in blood spluttering over their eyes and into their mouth. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been requested for investigation but has not been received yet. A follow up report will be submitted once the device is received and an investigation has been performed. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product.